Event description:
Same case as MDR ID # 2134265-2013-05507 and MDR ID # 2134265-2013-05508. It was reported that during a percutaneous coronary intervention, automatic pullback failure occurred. The atlantis sr pro² was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 100% stenosed target lesion was located in an unknown vessel. During the procedure, they failed to perform autopullback. The physician reconnected the catheter to the mdu but the issue was not resolved. No issue was noted with the bsc mdu or bsc sled. The procedure was completed with another of the same device. No patient complications reported and the patient condition was good.

Manufacturer narrative:
The complaint device was returned for evaluation. Examination of the returned device revealed guidewire exit port was lifted. A guidewire was inserted and no indication of resistance noted. Catheter telescope assembly was able to properly pull back, advance and retract. A good square image appeared during image characterization testing and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-05507 and MDR ID # 2134265-2013-05508. It was reported that during a percutaneous coronary intervention, automatic pullback failure occurred. The atlantis sr pro² was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 100% stenosed target lesion was located in an unknown vessel. During the procedure, they failed to perform autopullback. The physician reconnected the catheter to the mdu but the issue was not resolved. No issue was noted with the bsc mdu or bsc sled. The procedure was completed with another of the same device. No patient complications reported and the patient condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).